Event description:
The advocate stated that she used the microlet lancing device to obtain a blood sample from a patient. When she was finished, she removed the endcap and pushed the exposed needle into the protective cap so that she could remove it from the device. She could not get the lancet to eject from the device, so she manually removed it. While she was removing the lancet, the protective cap fell off and the needle scraped her finger. The advocate stated that she followed her facility's procedure for an accidental puncture. No other info was provided about the event. No product will be returned for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.